Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that several hours after removing the sensor pod from her body, she noticed some discomfort and pain at the sensor insertion site. She discovered that the sensor wire remained protruding slightly from her abdomen and it would not shift when she pulled in it. The patient went to the emergency room (ER) to have x-rays performed for confirmation of the sensor wire being in her skin. It was indicated that the sensor wire had bent into a shape of a hook and was removed with tweezers. At the time of contact, the patient stated she was doing well but continued to have discomfort at the sensor insertion site.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and the inspection failed. The sensor wire was found to be missing. Confirmation of the allegation was confirmed. The probable cause could not be determined.